Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump time was inaccurate by 17 minutes, cause was unknown. The customer's blood glucose level was 320 mg/dl. Reportedly, the customer corrected the time to resolve the issue and continued to use the pump for insulin delivery.